Manufacturer narrative:
Device remains implanted

Event description:
An afx2 bifurcated stent graft system and ovation ix iliac limb stent graft system were implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up approximately 10 months post-op where a CT showed the presence of a potential type iiia and/or iiib endoleak near the origin of the hypo-snorkel from the right common and right internal iliac arteries. A possible re-intervention is being planned but is currently not scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment could not definitively determine the most likely cause of the reported potential type iiia and/or iiib, due to lack of relevant medical information. It was not possible to determine the type of endoleak with the imaging provided. However, the off label use of the right internal iliac artery snorkel (concomitant use of product outside the instructions for use) and off label iliac anatomy likely contributed to the event. Procedure-related circumstance(s) are not likely to have contributed to this event. Anatomical factors were found to have likely contributed to the event. The cautionary product use conditions of multiple patent lumbar arteries is not likely to have contributed to the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.